Event description:
It was reported that a review of the rhythm strip revealed that the pulse generator was not capturing the atrium but was allowing the natural sinus rate to come in underneath the pacing. The device was programmed to ddi mode. The patient has frequent high atrial rates and is not symptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.